Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
A hydrothermablator control unit was used during a hydrothermablation (hta) procedure. According to the complainant, the unit shut down during the procedure and was not able to be restarted. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event. Although attempts were made to obtain additional follow up, there is no further information regarding this event.